Event description:
The customer reported that the unit is not having any sound coming from the speaker attached to the pic ix. The device was in use on a patient. There was no report of patient or user harm. Through remote technical support, it was identified that there was a connection issue with the speaker cable. The speaker cable was reseated and the host was restarted to correct the issue. The device remains at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.